Event description:
It was reported that during an unk procedure, the distal tip of the trocar had a flaw in the integrity of the plastic. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 666d26. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b11lt device was received with the tip of the sleeve damaged melted. In addition, the tyvek was returned along with the instrument. The event reported was confirmed and it is related to improper use of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot 666d26 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.